Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at cement to implant interface. Cement manufacturer is depuy. Patient was doing very well with her knee replacement. She began to feel knee pain and progressively got worse. She did not indicate that she had any traumatic experience. Upon reviewing x-rays, tibial components are loose and have collapsed into slight varus. Doi: (B)(6) 2015 dor: (B)(6) 2018 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 06 dec 19. 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. (B)(6) 2015: the patient underwent a left total knee arthroplasty secondary to degenerative arthritis. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of the left knee secondary to pain, swelling and suspected loosening. Intraoperatively, the surgeon noted that the tibial component was loose at the cement to implant interface. There were no intraoperative complications. Pmh: degenerative arthritis, left knee. Doi: (B)(6) 2015, dor: (B)(6) 2018 (left knee).